Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was received thru an email as " attached are registry reports from the uknjr." Bespoke report for: depuy gyros without legs, produced on: 16 december 2021, licensed for use until: 16 december 2023, this report summarizes the outcome of variants of the depuy gyros with legs in primary total hip replacement in patients registered in the national joint registry. 13 patients involved - two revisions were noted. One for stem loosening and the other for cup loosening.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.